Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
A patient reported that their top aligner is extremely tight and does not go all the way on. It must be forced all the way on, and it cut/pushes up the gums above their front teeth when they have them on.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.